Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were impedance alerts for high impedance on both defibrillation coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.